Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had blank display. Customer states that they went into pool and pump was exposed to moisture and blank display happened. The troubleshooting was performed and was advised the pump will need to be replaced. No harm requiring medical intervention was observed. The insulin pump will return for analysis.

Manufacturer narrative:
Unable to verify software due to steady white display. Device received with a blank display with constant steady white light on the display. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display with constant steady white light on the display. Device was cut open to perform visual inspection and found moisture damage on the back lcd bezel steel near the battery tube side, electrical board 2, force sensor and 40 pin flexible printed circuit/lcd. No moisture damage on the electrical board 1, motor, battery tube, vibrator, internal battery and keypad assembly during the visual inspection. The test electrical board 1, electrical board 2, case, internal battery and motor was installed in the original 40 pin flexible printed circuit/lcd. Powered the insulin pump on using the battery simulator and the blank display with constant steady white light on the display noted. The original electrical board 1, electrical board 2, case, internal battery and motor was installed in the test 40 pin flexible printed circuit/lcd. Powered the insulin pump on using the battery simulator and no blank display with constant steady white light on the display noted. Perform brush cleaning with the isopropyl alcohol the moisture damage area of the 40 pin flexible printed circuit/lcd and reinstalled in the test electrical board 1, electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and the blank display with constant steady white light on the display noted. In conclusion, blank display with constant steady white light on the display due to moisture damage 40 pin flexible printed circuit/lcd. The original electrical board 2 was installed in the test electrical board 1, case, internal battery and motor and downloaded to thus software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm) noted during testing or in the device trace download. However, found failed battery test on the event date of july 03, 2021 at 15:04:22, 15:04:38 and 15:06:29. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.